Event description:
It was reported that while being used on the pt, the ventilator was delivering 4-6 beats per minute when the ventilator was set to 14 beats per minute. Ventilator alarms sounded. The pt was ambu bagged and switched to another ventilator. It was reported that the pt experienced adverse reactions of arrhythmia and oxygen desaturation. Pt's condition improved when placed on the other ventilator.